Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that they experienced a low blood glucose level of 28mg/dl. The customer reported the full 100 units go into them from the previous call and dropped down to the low. The customer treated for the low blood glucose level with food. The current blood glucose level was 358 mg/dl. The customer did troubleshoot the issue. The customer was neither in ER, nor admitted into hospital, nor was ems dispatched, because of low blood glucose. The insulin pump will not be returned for analysis.